Event description:
Meter was prompting the error 1 message. The patient neither alleged harm or experienced injury or medical intervention. The patient visited physician's office, as patient was unable to obtain a blood glucose result due to the error 1 prompt. Patient was given a different brand meter. A result of 129 mg/dl was obtained on the meter. No treatment was received.the customer care representative (ccr) verified that the patient was using the correct testing technique and the battery compartment was in good condition. The ccr walked the patient through a retest and the meter prompted the error 1 message. The meter was replaced.